Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The as reported codes stated clogged. The following information was provided by the initial reporter: material #: 305916, batch #: 2025237. It was reported that 2 needles malfunctioned. Mds-bd1 - lot# 2025237 verbatim: we had an issue with a 2 bd needles malfunctioning yesterday.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The as reported codes stated clogged. The following information was provided by the initial reporter: material # 305916 batch # 2025237 it was reported that 2 needles malfunctioned. Mds-bd1 - lot# 2025237 verbatim: we had an issue with a 2 bd needles malfunctioning yesterday.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 01-sep-2022. H.6. Investigation summary: two samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review was completed for provided lot number 2025237. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.